Event description:
Add'l info rec'd from MFR 04/29/02: at the present time, MFR is unable to make any determination about the role of the vail bed in the death of pt due to insufficient and inconclusive info and limited access to the parties involved. The investigation is ongoing.

Event description:
Client scooted up to head of bed and fell into space between mattress and vinyl side. Client then slipped between bolster and vinyl side and suffocated.